Manufacturer narrative:
The actual sample, video and a photograph were provided for evaluation. Visual inspection of the video and photo observed the reported leakage from the return line/return screwed connector. However, the picture and video did identify any specific defect on the impacted set that could explain the leak. There is no damage on the return line or return screwed connector, the bonding between the two components is compliant, and the screwed connector appears correctly screwed. Visual inspection of the returned set did not identify any abnormalities that could have contributed to the reported condition. An air leak test was performed (2 bars) and no leak was observed. The reported condition of the set received was not verified. The cause of the condition could not be determined. It is possible the set received is not the set of the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex set m100, an external fluid leakage was observed. The leak was observed at t the component that connects the filter to the return line. There was no patient involvement. No additional information is available.